Event description:
The hospital reported a broken sidewall during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The side panel wall was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).